Manufacturer narrative:
(B)(4). The set is unknown and the sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, a us 510k number cannot be provided.

Event description:
The customer reported to baxter (B)(4) that the clearlink that is used for the secondary port on the plum pump when the staff connects it, if they over tighten it, then it will be very difficult to remove and may necessitate removal with the usage of a kelly clamp. No patient injury or medical intervention was reported in association with this event.